Event description:
Health professional reported ¿vomiting, abdominal pain, chronic gastritis, and gallstones¿ allegedly associated with the pt¿s lap-band system. The pt presented with vomit and pain. A computerized axial tomography (CT) scan and ultrasound were conducted and health professional reported the results are unk. An esophagogastroduodenoscopy (egd) was conducted with normal results. The device was explanted without replacement. At the time of explant, the pt¿s gall bladder was removed. Follow up findings: heath professional reported that the pt presented with ¿pain at port site.¿ a upper gastrointestinal (ugi) was conducted and results were ¿normal.¿ an ultrasound and computed tomography scan (CT) were conducted that showed ¿gallstones.¿ the esophagogastroduodenoscopy (egd) was negative for h. Pylori. The pt does not have an infection.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Irritation/inflammation, vomiting and pain are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of irritation/inflammation as follows: ¿contraindications lap-band system is contraindicated in: pts with inflammatory diseases of the gastrointestinal tract, including severe intractable esophagitis, gastric ulceration, duodenal ulceration, or specific inflammation such as crohn¿s disease.¿ device labeling addresses the reported event of vomit and nausea as follows: ¿nausea and vomiting may also be symptoms of stoma obstruction or a band/stomach slippage. Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation. Deflation of the band is immediately indicated in all of these situations. Deflation of the band may alleviate excessively rapid weight loss and nausea and vomiting, or re-operation to reposition or remove the device may be required.¿